Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the device was inserted in the patient, cuff leakage was noticed. Customer reported that patient had been reinserted a new device and the patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.